Event description:
Consumer claims to have ear pierced with the inverness ear piercing system at a retail store on 2/6/98. She developed an infection a few days later. Infection worsened and she was admitted to the hosp on 2/26/98. The site of ear piercing was drained and she was released on 3/2/98. She was prescribed IV-antibiotics at home.